Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with detached body, with tip protector, in a tray was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. Needle was bent. Shell body/body needle was detached from the engine. Adhesive was seen on the nibs. Functional testing could not be performed due to shell body detachment from the probe engine. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear and gauge marks at bent area and cutting edge. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation was unable to confirm the reported aspiration failure due to the component detachment condition. How and when the probe components detached cannot be determined from this evaluation; therefore, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time; however, a non-conformance record was opened for probe shell detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that that aspiration failure of the cutter occurred before cataract/vitrectomy combination surgery. The surgery was performed and completed after replacing the product with another one. There was no information about patient impact.